Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. There was no moisture damage found inside the pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was unknown. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that he did not want his pump to get hot at the pool so he set it next to some ice and the ice melted on the pump. Customer was explained that the pump will need to be replaced. Customer was advised to revert to a back-up plan.